Manufacturer narrative:
H3: product analysis # (B)(4) :part # 5200-1001;lot # n230522 visual and functional examination confirmed the inserter is worn from repeated use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from health care provider via manufacturing representative regarding a product identified during an event. Procedure involved in this event was acdf (anterior cervical discectomy and fusion). It was reported that the inserter no longer functions correctly. The release mechanism won't fully release the implant. The surgical tech noticed this prior to using the instrument. The instrument was removed from the field. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.